Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer replaced the modular drawer controller board and drawer controller boards. Rebooted the station and configured the drawer. The system functioned as intended after the field service engineer troubleshot the device.